Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead perforation and phrenic stimulation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found set screw marks were in the wrong location on the terminal pin and dried body fluid and tissue were noted in the helix housing. Also, perforation and muscle stimulation cannot be confirmed by product analysis. Further, known inherent risk was selected based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead perforation and phrenic stimulation. A new lead was implanted. No additional adverse patient effects were reported.